Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 12 of 18 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive devices did not work with the new battery devices. It was noted that the battery devices did not show any charge after the charging process with the universal battery charger devices. The reporter indicated that they were unable to determine the reason for the issue or which devices were causing the issue. There were no delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the patient was not harmed and the surgery was completed successfully with a spare device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. However, it was identified that the device was part of a deviation in the manufacturing process that could result in the malfunction ¿blue led flashing¿ (device cannot charge). This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.